Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation, nose irritation, dizziness, headache, acute myocardial infarction and coronary atherosclerosis. The patient has passed away. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation, nose irritation, dizziness, headache, acute myocardial infarction and coronary atherosclerosis. The patient has passed away. Medical intervention was not specified by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and some foreign materials indicative of contamination at various sites of the unit, including within and around the airflow outlet port. Tech recorded and reviewed the unit¿s event log and settings and proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to an mfts where tech verified failures for pos flow verify, control pressure and monitor pressure. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Tech has determined that operates as designed and functions as expected. 510k number updated in this report.